Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing had separated from the luer lock. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an extension set with one-link needle-free lv connector separated from the hub that connects to the intravenous catheter and blood back flowed into q-site extension. The patient was found to have lost a small amount of blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.